Event description:
The event was reported by a customer from USA: "we have been experiencing an extensive failure rate on the domestic version of sapphire external power supplies. In particular, the plastic shells housing the electronics easily separates (creating a serious electrical safety hazard). Also, the cable in the low-voltage power plug separates with little effort from the connector shell. At (B)(6) alone, we have experienced a failure rate of 40% (20/50) since go-live. Upon close examination, the power pack shell does not have an adequate bonding agent. In other designs, an epoxy is used to fill the voids, bond components, and transmit heat to outer surfaces. The low-voltage power plug lacks adequate friction in the locking ring associated with the connector shell. Some of the failures could be attributed to careless usage. But when compared to failure rates of other devices having external power packs, the sapphire failure rate is beyond anything we have seen before. Delay in therapy: unk. Need for medical intervention: unk. Human harm: no". Additional info received on 06/23/2015: "prior to implementing the sapphire infusion pumps throughout (B)(6), the particular power supply in question had never been used by us. One site ((B)(6) hospital) had received the sapphire pumps last year with an international version of the power supply. This was problematic because the electrical outlet adapter would easily pop off the power supply. Up unit the point where the power supply shell would separate, the power supply would function properly. And up to the point where the cable separated from the low-voltage connector shell, the power supply functioned properly. A close physical inspection of the power supply shell does not show any signs of excessive force (distortion, compression, etc.). The same can be said for the low-voltage connector shell, pins, retaining ring and cable."

Manufacturer narrative:
(B)(4).